Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the ipg is unable to communicate with the external devices. The pt reports she has not used the scs system in months. The pt underwent surgical intervention to remove and replace the ipg with a different model which resolved the issue.